Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual and functional inspection was performed on the returned device. The reported problem of "cannot turn on" was confirmed in the sample evaluation. The cause of the reported problem was identified as a disconnected keypad cable. This cable was reconnected to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one flogard infusion pump would not turn on. There was no patient involvement. No additional information is available